Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a radiofrequency ablation procedure to treat atrial flutter in the heart an intellamap orion high resolution mapping catheter was selected for use. The catheter could not show the image under the three-dimensional mapping. The procedure was cancelled/reschedule. There were no patient complications reported.